Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had given extra boluses that were not programmed. The customer¿s blood glucose level was unknown at the time of the incident. The insulin pump rejected new batteries, the insulin had shot or squirted from infusion set when priming, and rewinding on the insulin pump was louder than before. The insulin pump also received false or unexplainable no delivery at least once a week. The device will not be returned for analysis.